Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, ensuring the malfunction code did not recur. The customer was advised to continue using the pump.